Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging a date/time format issue with her onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:30am, the patient reported the alleged issue first started. The patient reported using non adjusting insulin (type and dose unknown) to manage her diabetes. The patient reported she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time, she felt 'shaky and sweaty.' The patient reported on (B)(6) 2012 at 12:00pm, she contacted her healthcare professional for phone advice, and was told to 'keep checking meter and write down readings.' The patient denied testing on another device. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, and the alleged issue did not occur after replacing the battery. In addition, the alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Despite repeated attempts, the mss was unable to reach the patient for additional information thus the linkage between the reported product issue and the alleged injuries by the patient remains unclear. However, this complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.